Event description:
Md initiated continuous irrigation on the handpiece and inserted it into the eye. Then when attempting to initiate ultrasound on the handpiece, she noted it was not working and an error came up on the screen that stated to re-prime and tune the handpiece. The handpiece was removed from patient, the scrub tech re tuned the handpiece and the procedure continued without issue.